Event description:
Patient undergoing a cardiac angiogram. 6 fr introducer was placed in the left radial artery using modified seldinger technique. During the angiogram, a j-tip exchange wire was used to guide the pigtail catheter into the ventricle. When the j-tip wire was removed, it was noted to have the inner fixed wire poking through the side of the movable exterior.